Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d354vrm, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead experienced high impedance and a high number of short interval counts (sic). A lead fracture is suspected. The lead remains in use, however, detections have been turned off and an explant has been scheduled. No patient complications have been reported as a result of this event.